Event description:
It was reported that this system was a part of an explant due to an infection. No additional adverse patient effects were reported. It was noted that the patient had undergone debridement treatment which was not successful.